Event description:
Hamilton medical ag received the following incident description: the device sounded unusual and flow sensor test failed during preop. Testing.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: the device sounded unusual and flow sensor test failed during preop. Testing.

Manufacturer narrative:
With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was in calibration during maintenance. The root cause was determined to be a faulty sensor board, respective faulty pressure sensor, which was replaced and the system then brought back to operation as intended. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. In this case hamilton use the information obtained from the logfile analysis and also refers to the investigation results of a similar case in order to establish the imdrf codes and the conclusion. A similar case is a case in which the failure effect, the root cause and the correction are identical. These three criteria were met.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer 143479 follow-up 2 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested. Updated fields: b4, d4, g3, g6, h2 and h4.

Event description:
Hamilton medical ag received the following incident description: the device sounded unusual and flow sensor test failed during preop. Testing.

Event description:
Hamilton medical ag received the following incident description: the device sounded unusual and flow sensor test failed during preop. Testing.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 3 - corrected information: **UDI related data quality updates only** field d4 were updated with full UDI information as requested.